Event description:
It was reported that the user experienced high blood glucose while using the ilet and had recently changed the infusion site; troubleshooting confirmed insulin delivery with a dry site, correct tubing connection, and drops observed on fill, and education on site rotation was provided. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and glucose returned to range after several hours. Investigation included user communications and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.